Manufacturer narrative:
Additional information: d.4. Medical device lot #: 8122798 d.4. Medical device expiration date: 4/30/2023 h.4. Device manufacture date: 5/2/2018 h.6. Investigation summary: five open 32g x 4mm pen needle samples were returned from lot. No. 8122798, cat. No. 320136. Visual examination was carried out on the returned samples and it was observed that the non patient end of the cannula was bent on all five samples. Due to the condition the samples were returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: as all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see section h.10

Event description:
It was reported that before use of the bd pen ndl 32ga 4mm 14bag 700case jp the drug did not come out during air purge. It was reported that there were five syringes with this condition. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: drug didn't come out during air purge.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd pen ndl 32ga 4mm 14bag 700case jp the drug did not come out during air purge. It was reported that there were five syringes with this condition. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: drug didn't come out during air purge.